Event description:
It was reported the patient was unable to adjust stimulation. It was reported the patient programmer (pp) displayed a ¿call your doctor¿ icon. A power on reset (por) condition was reported. Additional information received reported there was a por message on the recharger (insr). It was reported the issue began last week. It was reported the patient no longer saw the por message and he was charging at the time of current report. It was reported the patient saw zero coupling boxes shaded, but saw 8 boxes shaded after he repositioned the antenna. It was reported the first quartile of the battery was flashing.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013-, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).